Event description:
In 2008, the pt reported that twice today he received an e7 (electronic) error on his infusion device. He stated that he inserted a new battery and was able to clear the e7 error. He then reported that when he attempted to place the infusion device in run mode, he received an e4 (occlusion) error. To troubleshoot he was instructed to remove all of the accessories from the infusion device and to go to the "change the cartridge" menu. The piston rod would not retract and began to move forward, and 315 units was displayed on the screen of the device. The piston rod was almost fully extended at the time of the call and the pt had 40 units of insulin remaining in the insulin cartridge. The pt also reported that he had changed the battery twice and the infusion device continued to display the low battery symbol. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.